Event description:
It was reported that a labeling issue occurred. A 6mmx2.75mm wolverine coronary cutting balloon was selected for use. During preparation, upon opening the sealed box, it was noted that a 3.0mm x 6mm wolverine was inside the box. The procedure was completed with another device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Received for analysis was an open shelf carton labelled for a wolverine cb mr, us 6mmx2.75mm; batch # 28023060 upn: h74939401062750 use by: 2023 - 09 -15. The closure strip was torn open which indicates that the box carton had been opened. No damage was observed with the shelf carton however there was a handwritten "3.0/6 inside 2.75 box" message in black across the carton label. Inside the carton was an opened tyvek pouch which was labelled for a wolverine 6mmx3.0mm; lot # 27968750-027; batch # 28156142 upn: h74939401063000 use by: 2023 - 09 - 2. No issues noted with the pouch (no tears, punctures or holes in the material). The wolverine catheter was in its protective hoop within the pouch.

Event description:
It was reported that a labeling issue occurred. A 6mmx2.75mm wolverine coronary cutting balloon was selected for use. During preparation, upon opening the sealed box, it was noted that a 3.0mm x 6mm wolverine was inside the box. The procedure was completed with another device. No patient complications were reported.